Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: batteries were picked from universal battery ii devices and used with the colibri system. The charger informed of a full battery charge but some had less or were depleted. The batteries were placed in the universal battery chargers which indicated they were faulty. Some worked in the colibri, but after being placed in the charger again, would not work. A product specialist evaluated the batteries as flawed. The nurses informed of some inconsistency in the charging and self-tests. New batteries were delivered to the customer. The same problem occurred with five. They were self-tested 10 times and had a unanimous result of being flawed. There were no dents or visible wear on either the batteries or the chargers. This is report 16 of 22 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by (B)(4). Report received indicates the colibri (532.001) does not function anymore. This fault was caused by a damaged electronic component in the housing. Result of this faulty colibri that all batteries were damaged. After this component was changed the device was functional as required again. Unfortunately, the exact cause of this failure could not be determined; a possible reason could be achieved a life expectancy of control mode. The manufacturing documents were reviewed and no complaint related issues were detected. These articles were manufactured according to the specifications.

Event description:
Reportedly all batteries were tested with the self-test system in the chargers twice. Two of the flawed loan batteries were used for an extensive on site test, lot number: 120227 with an office supplied universal battery charger 2 (05.001.204, lot 101). A second test was performed by placing the batteries in the charger for charging without self-test. For one battery the result was 100%, for the other it was 70%, and 30% and was determined to be flawed. A third test was performed with a colibri to note if any change would occur after trying to use them in a colibri. The batteries would then be placed into the battery charger and evaluated. For one battery it was evaluated 100%, another was 70% and the other was 30% flawed. A technical specialist from (B)(6) arrived with the product specialist at the hospital to note any additional information as well as try to resolve the problem. The four universal battery chargers were tested on site on all ports with flawed batteries as well as for functional batteries.